Manufacturer narrative:
(B)(4). D10. P10-100-bl3s-s, tibia arc lt sz 3 std 3dp strl, lot: 260f3332303; p10-310-i208-s, x-link vtmn e poly 2x8mm neu strl, lot: 266081542106. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced pain and swelling approximately 7 months post-implantation, and a peroneal sheath injection was ordered. Attempts have been made and no further information has been provided.